Manufacturer narrative:
The product was not returned for analysis. This is a follow-up report that was submitted in our previous complaint handling quality system. Please reference previous MFR. Report # 1016427-2016-00034.  As reported, the 300 cm. Reflex pgw .018 st steerable guidewires are unwinding and breaking off in patients. No patient injuries have been reported. Multiple attempts to obtain additional information and return of the product were unsuccessful. The product was not returned for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product IFU¿s, users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the 300 cm. Reflex pgw .018 st steerable guidewires are unwinding and breaking off in patients. No patient injuries have been reported. Multiple attempts to obtain additional information and return of the product were unsuccessful.